Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when stapling the rectum, the stapler was able to fire. The doctor positioned the load on the fabric, closed the stapler, turned on the blade, and pressed to fire. According to the doctor, it seemed that the blade was progressing, however, when removing the stapler realized that it had not stapled and cut the fabric. But the charge stopped, as if it had been fired. There were no staples were left in the cavity. Another charge was opened and it worked. They changed the load to complete the case. There was no patient injury.